Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014, at 09:42:16. During night drain cycle one, the patient's ultrafiltration reading was 1845ml, indicating the home patient drained 1845ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The increased intra-peritoneal volume (iipv) event was verified through an event history log review. The cause was undetermined as not enough evidence was available to make a determination. Should additional relevant information become available, a supplemental report will be submitted.